Manufacturer narrative:
Concomitant medial products: product ID: 977a260, serial# (B)(4); product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 31-mar-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 02-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. It was reported that during the patient¿s implant procedure, the rep got three ¿avoids¿ when testing the connectivity. The rep had the physician try to clean the leads and reconnect them to the implantable neurostimulator (ins), but the issue reoccurred. The rep noted that prior to placing the leads, the physician¿s normal practice was to put more curve in the leads by bending them. They indicated that after an impedance check was done, the leads appeared to be fractured. As a result, the fractured leads were replaced with new leads, and the rep asked the doctor not to bend them. The issue was resolved at the time of the report. The rep was to return the non-implanted leads to the manufacturer. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the hospital wanted to keep the leads for processing. They noted that the leads currently remain in hospital custody. No further complications were reported or anticipated.